Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic appendectomy using the subject device, the tissue pad was partially separated at about three-time activation. The intended procedure was completed with another device. There was no patient injury reported.